Event description:
Patient began experiencing blurriness in her right eye on (B)(6) 2025. She noted blurriness began suddenly and without any improvement in symptoms after initially changing her contacts and using refresh eye drops. She was triaged and seen by retina ophthalmology on (B)(6) 2025 who identified a central retinal vein occlusion in the right eye. She continues to undergo workup by hematology for any reason for a hypercoagulable state and cardiology to manage history of hypertension and ensure carotids are free of plaques. She began and continues w/ treatment w/ avastin. Of note, pt started olumiant in (B)(6) 2025 at 2 mg daily and increased to 4 mg daily for a brief period of time in (B)(6) 2025. Due to known risk of thromboembolic events with jakis, was decided on referral by ophthalmologist and prescribing dermatologist to stop olumiant after this event d/t potential association.